Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced. There was a leakage at the universal cord or video cable due to perforations or scratches. The insertion section was damaged and deformed due to physical stress. There was a defect in the adhesive on the bending section due to deterioration or breakage. The appearance of the connector was damaged and deformed by physical stress. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The customer reconnected the device several times and then the issue was resolved. There was no report of patient injury associated with the event.